Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours on the hip/buttocks. The patient's blood glucose levels reached 400 mg/dl. Upon removing and replacing the pod, the patient noticed that the site was swollen and sore. The patient went to their diabetic doctor where they received a topical cream (name not provided), but the next day they needed to go back as the doctor referred them to get surgery to clear the abscess. The patient stated being prescribed medication prior to surgery by the diabetic specialist (diabetis beratung) but does not recall the name of the medication. The patient went to (B)(6) for the surgery and is also receiving on site daily treatment from the healthcare professional as the dressing change for the wound is a bit difficult. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: